Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: micra, model #: mc1avr1-delsys/ expiration date: 28-sep-2022 / serial#: mav624049e UDI #: (B)(4) : yes, return date: 29-nov-2021 device evaluated: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 13-aug-2021 labeled for single use: yes. Product event summary: the delivery system was returned with the device intact in the device cup and analyzed. Analysis indicated the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system tether was frayed. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the device was able to be deployed, the device was able to be pulled by the tether to the recapture cone but with resistance due to the torn lumen and frayed and twisted tether, the device was able to be fully recaptured in the device cup. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The outer shaft is bent at the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) locked and there was difficulty pulling it back into the capsule. It was further reported that the ipg exhibited no capture and no sensing/r waves. The leadless ipg was attempted/not used. No patient complications have been reported as a result of this event.